Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was variable. Also there was rv (right ventricular) undersensing information.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, possible fracture and short v-v intervals. It was also noted the lead could not sense or capture. The physician was unable to analyze rv lead via analyzer after pocket opened and the lead was detached from the can. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.